Manufacturer narrative:
One (box of 5) 72203793 truepass needle single pack sterile reported on. The product was used for treatment but was not returned for evaluation. Due to product unavailability, conclusions, accurate investigation and evaluation were limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Per IFU: ¿as with any surgical device, careful attention should be exercised to ensure that excessive force is not placed on this device. Excessive force can result in the failure of this device. Ensure adequate visibility when using the device. Should the needle tip become lodged (e.g., in bone), the needle should be disengaged by retracting it back through the suture passer. Twisting or bending of the needle in an attempt to dislodge the needle tip may result in breakage of the needle and needle parts may not be retrievable. Discard the needle and use a new needle.¿ complaint search revealed no other complaints for the history of this production lot. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a cuff repair, when the thread passed through the cuff and after the clip was removed, the tip of the needle broke. It was removed from the patient via suction. The procedure was completed without significant delay using a new needle. No patient injury or other complications were reported.